Event description:
Caller reported multiple intermittent occlusion alarms ultimately leading to an occlusion event that required a visit to the emergency room and subsequent hospitalization in the intensive care unit on (B)(6) 2025. Blood glucose levels related to the incident reached over 600 mg/dl with an unspecified level of ketones. Treatment involved IV and fluids of saline and insulin, which resolved the issue, with no permanent damage identified. The customer was released from the hospital on (B)(6) 20205. The customer changed the infusion set and cartridge, resumed insulin, and was educated on cartridge usage, acknowledging the advice while experiencing recurring occlusion issues.